Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were able to maintain pressure at 25mbar for 30 minutes. A water leak test was then conducted on the returned sample by immersing it underwater. No bubbles were observed flowing out from either cuff indicating no leaks. A device history record (DHR) review was performed on the lot number of the returned sample (18it10) and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported that "the doctor found that the cuff was leakage when doing clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found that the cuff was leakage when doing clinical setting before using on patient". No patient involvement reported.